Manufacturer narrative:
(B)(4). Our field service engineer investigated the anesthesia workstation at the hospital but the reported issue could not be reproduced. No parts were replaced. The device logs were collected and sent in for evaluation. The evaluation of the received device logs confirm that high airway pressure alarms were generated a few times. System check out:s performed prior to and after the event passed without deviations. There are no technical errors in the received logs. The cause of the high airway pressure alarms recorded in the log has not been determined but it may have been caused by various factors such as thorax surgery, patient coughing or patient not being enough sedated. The device is back in normal operation.

Event description:
(B)(4).

Event description:
It was reported that prior to patient treatment, the anesthesia workstation generated alarms for high airway pressure. There was no patient connected to the anesthesia workstation at the time. (B)(4).